Event description:
A malfunction on the pump was reported by the customer. There was no disclosed impact on the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy while waiting for a replacement pump with updated software.